Event description:
Terumo medical obtained an FDA medwatch report # mw5157015. The event description states that sheath & catheter became kinked during heart catheterization requiring vascular surgeon intervention to eliminate.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age or date of birth: requested, unknown. A3a: sex: requested, unknown. A3b: gender: n/a. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: requested, unknown. E1: establishment address: requested, unknown. E1: reporter name : requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath kink because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Field clinical was contacted about this complaint and stated it is unlikely the sheath kink was the main cause of the sheath getting stuck, requiring surgical intervention. It is likely the sheath kinked during withdraw and led to a catheter or guidewire getting stuck in the sheath, preventing removal from the vessel. It is also possible the user encountered resistance from tortuosity or calcification in the vessel during withdraw that prevented removal of the sheath. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).